Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited an insulation anomaly. The lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported nor no additional information was available.